Event description:
The stent delivery system passed through the endoscopic working channel and reached the location of the obstruction in the sigmoid colon. User advanced system the stenosis and released the stent. However, it was found that the stent could not be released. The safety wire was removed, but the stent still could not be released. Subsequently, it was withdrawn from the body and replaced with a new one to successfully complete the procedure.

Manufacturer narrative:
D9. Device received but remains under investigation. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.